Manufacturer narrative:
(B)(4). Batch # n93p3h. Investigation summary: the device was returned with the blade damaged with the tip off. The blade tip was not found in the package. The blade tip portion may have broken off the device during transport to our analysis site. The reported complaint was for activation issues. Dry body fluids were observed on the shaft. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing and the "replace instrument" alert screen was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a tlh procedure the product stopped working. The procedure was completed using a like device. There were no patient consequences reported.